Event description:
The procedure was performed on (B)(6), 2020 by using this product. The used part was at the base of the second finger on left hand, and the width of the defect was 15mm. In (B)(6) 2021, the patient complained that the pain was occurred at the suture site during the periodic checkup. Thereby, on (B)(6), 2021, the physician performed an MRI to confirm and it was the first time to find the neuroma. On (B)(6), 2021, the physician performed a resection of the neuroma, debrided the nerve, and re-operated by using another new medical device.